Manufacturer narrative:
On 01 march 2016 it was prepared a final report with the information already submitted in the initial report.on 02 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 it was communicated that the pathogen is not known. Batch review performed on 21 december 2015: lot. 141480: (B)(4) items manufactured and released on 02 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other components: cocr ball head 12/14 ø 36 size xl code 01.25.033 lot. 112919 ((B)(4)): (B)(4) items manufactured and released on 18 september 2011. Expiration date: 2016-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact hooded pe hc liner ø36/f code 01.32.3648hcat lot. 134708 ((B)(4)): 45 items manufactured and released on 13 january 2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, 14 items of the same lot have been already sold without any similar reported event. Mpact acetabular shell ø56 code 01.32.156dh lot. 135868 ((B)(4)): (B)(4 )items manufactured and released on 19 may 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event. Two out of the following three screws were implanted, but it is not confirmed exactly which of them: mpact cancellous bone screw, flat head ø 6,5 l 30; code 01.32.6530 lot. 130452 ((B)(4)): (B)(4) items manufactured and released on 13 march 2013. Expiration date: 2018-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 35; code 01.32.6535 lot. 115666 ((B)(4)): (B)(4) items manufactured and released on 20 april 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 40; code 01.32.6540 lot. 115667 ((B)(4)): (B)(4) items manufactured and released on 08 may 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of hip pain. The surgeon determined that the patient had an infection. On (B)(6) 2015 the surgeon removed all components and put in antibiotic spacers.on (B)(6) 2015 the surgeon put a 54 mm cup with new antibiotic spacers. The explants will not be returned. There are no x-rays available.